Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 8 x 4.00mm was returned for analysis. A visual and tactile examination of the hypotube identified a break at 30.6cm distal to the distal end of the strain relief. A visual and tactile examination identified no issues with the shaft polymer extrusion or stent profile. A microscopic examination of the stent identified no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the proximal and distal markerband identified no issues. No issues were identified with the tip. Dimensional testing of the undamaged crimped stent outer diameter was performed, and the measured result was within max crimped stent profile measurement. No other device issues were identified during returned product analysis. E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent fracture occurred. The 80% to 90% stenosed target lesion was located in the right coronary artery. After the guidewire was prepared and pre-dilatation was performed, a 8 x 4.00 promus premier drug-eluting stent was selected for use. However, when the stent was opened and pulled out, it was noted that the stent was fractured. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable.

Event description:
It was reported that stent fracture occurred. The 80% to 90% stenosed target lesion was located in the right coronary artery. After the guidewire was prepared and pre-dilatation was performed, a 8 x 4.00 promus premier drug-eluting stent was selected for use. However, when the stent was opened and pulled out, it was noted that the stent was fractured. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.